Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date changed multiple times without user interaction, cause was unknown. Customer's blood glucose (bg) level was 373 mg/dl. Customer also noted that they had required multiple hospital visits due to low bg caused by incorrect time and date, however, declined to provide further information regarding this issue. During troubleshooting with tandem technical support, the customer corrected the time and date and resumed insulin therapy.